Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle and adhesive on bending section cover or distal sheath rubber had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The legal manufacture confirmed the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, a definitive root cause could not be determined. Olympus confirmed foreign material came out of the device, but the type of the material could not be identified and there was no damage to the areas where foreign material was detected. It is likely, foreign material remained on the device because the handling/reprocessing of the device deviated from the instructions for use. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.